Event description:
As part of a clinical trial involving platelet function measurements with the ultegra rpfa, a blood sample was drawn from a study subject. Prior to administration of any platelet inhibitor drugs, an rpfa-trap result of 6 pau was obtained. This value is suspect because it is significantly lower than the baseline reference range cited in the device package insert (125-330 pau). The test was repeated, and the result was 308 pau. The analyzer and cartridges were labeled "investigational use only", and no decisions regarding pt care were made based on these results.